Event description:
While running a hepatitis core assay the sampler handler, serial number 2318, failed to dispense the full amount of diluent without giving an error message. Problem was not well specific. A field service engineer was dispatched. No death or serious injury was associated with this event.